Event description:
Two pts with discrepant troponin t results reported. Pt 1, initial result, 0.26 ng/ml, repeated twice, gave result <0.01 ng/ml both times. Pt 2, initial result, 0.03 ng/ml, repeated four times, gave 0.09, 0.10 and 0.09 ng/ml, respectively. Only the initial result was reported for pt 1, the pt was not adversely affected. The field service rep determined the instrument was not properly positioned on the table, causing sample probe alignment issues. The field service rep positioned the instrument appropriately on the table. Performance checks were performed.